Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-12965, 1627487-2018-12967. It was reported that the patient began to feel discomfort in her face from the implant leads. As a result, the patient may undergo surgical intervention at a later date. This report is in reference to devices being used for off-label use.

Manufacturer narrative:
Corrected "additional device information". Corrected "concomitant medical products and therapy dates" as follows: medical product: model 3169, scs lead. Therapy date: unknown.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2018-12967. Information was received that the system was explanted.